Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: turkey. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the saw attachment stopped during surgery and did not work again in anyway. There was no harm to operator or a patient. Surgery was completed with alternative device. This event is related to a malfunction that could potentially lead to serious injury. However, in this case no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.